Event description:
It was observed that during the device evaluation, the subject device was presenting an e216 error code, had correction on the coupler, and foreign material present. This event had no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believe that the reported error code was the result of an internal electrical component failure. As for the additional failures noted during the evaluation (corrosion and foreign material), no potential causes could be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.